Event description:
It was reported that patient was experiencing inadequate stimulation. The patients ipg was replaced with a MRI compatible ipg. The patient was successfully reprogrammed post-op. Explanted device will not be returned.